Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support (mcs) experienced ventricular fibrillation and then subsequently limb ischemia resulting in explant of the device. The patient was admitted with st-segment elevation myocardial infarction and two days later was taken for to the catheterization lab for percutaneous coronary intervention to the ostial left anterior descending artery (lad) and left main artery with two drug-eluting stents. The patient was transferred to the unit and developed "severe" chest pain followed by cardiac arrest treated with cardiopulmonary resuscitation and epinephrine with return of spontaneous circulation. The patient was awake and alert post arrest and electively intubated and emergently taken back to catheterization lab where a coronary angiography revealed acute thrombosis of proximal lad. The decision was made at this time to establish mcs with an impella cp prior to any intervention. The impella was successfully placed via the right femoral artery, and the thrombosis was treated with mechanical thrombectomy and new stenting. During the procedure with impella mcs, the patient experienced three episodes of ventricular fibrillation requiring defibrillation. The patient was returned to the unit remaining with impella mcs. However, the following day, approximately 11 hours later, no doppler pulses was noted on the right foot. The physician made the decision to explant the impella cp device at bedside, which was successfully completed with a survived outcome. The patient remained on two pressors.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).